Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set could not be closed. This was identified during a transfer set replacement. A new transfer set was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.